Event description:
It was reported that during a procedure of the iliac artery, the omnilink elite stent delivery system (sds) was being advanced in the 6 fr non-abbott short introducer catheter at the common femoral artery (cfa) when resistance was met. Excess force was applied and the stent implant dislodged off the balloon. The sds was removed, however, the stent remained in the anatomy. An attempt was made to retrieve the stent using forceps but was unsuccessful. The patient had a surgical procedure to remove the stent from the cfa; the target lesion in the iliac was not treated due to the surgery. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been returned for investigation. The investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent dislodgement was able to be confirmed. The resistance with the introducer sheath could not be replicated in a testing environment as the delivery system was not returned. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the omnilink elite peripheral stent system instructions for use (IFU) states: should unusual resistance be felt at any time during lesion access or stent delivery system removal, the introducer sheath and stent delivery system should be removed as a single unit. Applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and stent delivery system components. Based on the reviewed information, no product deficiency was identified.